Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment that the case was broken. Analysis also noted that the keypad was damaged, the device required a battery shortening bar, the display was damaged and bleeding and both display wires were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had physical damage to the bottom of the case. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.